Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer was going to disconnect from the site and change infusion set and cartridge. Multiple follow-up attempts were performed to obtain additional information; however, the customer did not respond to follow-up attempts. There was no adverse impact to the customer's blood glucose.